Manufacturer narrative:
(B)(4). Device passed displacement test and active current measurement. Device received with unexpected battery power loss in power graph and had high sleep current, problem isolated electronic assemblies.

Event description:
The customer reported via phone call that the they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.